Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using care start by access bio and the result was positive. There was no indication that results were reported out and there was no report of patient impact. Eua#: eua201889 the following information was provided by the initial reporter: " how was it determined to be discrepant?¿the customer noticed three lines on the cartridge, she ran the same cartridge on the analyzer and received a result of negative. When she ran the sample again using a different test method the patient's result were positive for covid. How did you complete the repeat test? Using care start by access bio was an additional swab collected? Yes, the sample was recollected clarify how many false positives per facility. 1 customer problem: the customer is indicating that 256082 provided a false negative when ran on the analyzer for lot number 0304684."

Manufacturer narrative:
H6: investigation summary this statement summarizes the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 0304684. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation was performed on the batch number provided. Retention testing could not be performed as product expired. Bd makes no claims on expired products and stability studies have shown the use of expired materials may affect the sensitivity of the assay. Therefore, materials past expiry will not be tested. The returned photographic provided does not confirm with the report of false negative results. No trend against false negative results was identified. The root cause could not be identified. See h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using care start by access bio and the result was positive. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: how was it determined to be discrepant the customer noticed three lines on the cartridge, she ran the same cartridge on the analyzer and received a result of negative. When she ran the sample again using a different test method the patient's result were positive for covid. How did you complete the repeat test? Using care start by access bio was an additional swab collected? Yes, the sample was recollected clarify how many false positives per facility. 1 customer problem: the customer is indicating that 256082 provided a false negative when ran on the analyzer for lot number 0304684.